Manufacturer narrative:
This is an initial report. The meter has been requested to be returned. Upon completion of investigation, a follow-up report will be filed. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported receiving an er3 message and a battery and booklet icon were present on their freestyle flash meter. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.